Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient receive inappropriate shocks for supraventricular tachycardia. Atrial events were blanked with pvab and the rhythm fell into the v>a rate branch. Patient was stable. Programming changes were recommended. No further information available.